Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 196" and "defib fault 108" messages in the error log. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.